Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the end tidal volume was increasing steadily. After switching to a different ventilator, the end tidal volume was able to be maintained in a normal range. The device also seemed to produce fluctuating pressure without the setting was changed. There were unknown patient harm or adverse events reported due to the event.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis.. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period